Manufacturer narrative:
The pipeline flex embolization device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment if posterior communicating artery aneurysm, pipeline did not deploy. Pipeline¿s distal 3mm part was not expanded fully. The pipeline and any accessory devices were prepared as indicated in the IFU. Used another pipeline and patient was treated. There was not any patient complications reported associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline flex returned within the medtronic microcatheter. For further examination, the pipeline flex was then pushed out from the catheter lumen without any issue. The distal and proximal ends of the pipeline flex braid found fully opened and without any damaged. No other anomalies were observed. Based on the device evaluation and reported information, we were unable to determine the cause of the pipeline flex distal end not fully open during the procedure. Possible contributing factor includes patient's vessel tortuosity. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it.¿ if information is provided in the future, a supplemental report will be issued.